Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive sheath was selected for use. However, when the catheter was been introduced into the sheath the catheter kinked, and the hemostasis valve of the sheath got damaged. Therefore, both devices we replaced, and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned, it was disposed.